Event description:
It was reported, the patient presented in clinic due to syncope. Upon interrogation, pacing inhibition was noted due to noise resulting in oversensing on the right ventricular (rv) lead. Lead insulation damage was suspected. The rv was capped and replaced to resolve the event. The patient was stable.